Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient also experienced numbness of the left chest wall with personal therapy manager (ptm) activations. The issue occurred on (B)(6) 2014 and the patient was reprogrammed. Per the pump logs, the total dosage, including maximum boluses, was increased (4.4946mg/day to 4.9472mg/day dilaudid, 269.67mcg/day to 296.83mcg/day clonidine, 269.67 to 296.83mcg/day baclofen, and 8.989 mg/day to 9.894mg/day bupivacaine). As of (B)(6) 2014, the event resolved without sequela. The issues regarding hypotension attributed to ptm activation resolved without sequela as of (B)(6) 2014.

Event description:
Additional information received reported that the daily dose was increased by 14% on (B)(6) 2014 (dilaudid: 3.5940 to 4.1097mg/day, clonidine: 215.64 to 164.39mcg/day, baclofen: 215.64 to 246.58mcg/day, and bupivacaine: 7.188 to 8.219mg/day).

Event description:
It was reported that the patient was being treated by a cardiologist for hypertension and was hospitalized for hypertension. The date of onset was reported as (B)(6) 2014. The patient was discharged with multiple medications for hypertension and when she would activate her personal therapy manager (ptm), she would become hypotensive. On (B)(6) 2014, the daily intrathecal rate was increased by 20%. On (B)(6) 2014, the concentration and daily rate of clonidine was decreased and the pump was refilled. The event was considered mild and not serious. Event outcome was reported as ongoing as of (B)(6) 2014. The device system delivered compounded baclofen, dilaudid, clonidine and bupivacaine.